Manufacturer narrative:
The investigation determined that higher than expected vitros bun patient results were obtained from a vitros chol slide cartridge that was misidentified as a vitros bun slide cartridge on a vitros 250 system. The investigation could not determine a definitive root cause. User error while manually loading a vitros chemistry products slide cartridge or an instrument related issue cannot be ruled out as a contributing factor.

Event description:
A customer obtained higher than expected vitros bun results (89,86,85 vs. 14 mg/dl) from a patient sample using a vitros chol slide cartridge that was misidentified as a vitros bun slide cartridge on a vitros 250 chemistry system. Results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The affected results were reported out of the laboratory and questioned by the physician. It is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).